Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent a one-level tlif surgery with rhbmp-2/acs. After surgery, the patient initially did well, no issues. Three days after surgery, the patient experienced an "overwhelming immune response." Her body, including feet, legs, and face, experienced swelling. No difficulty swallowing was reported. The patient was placed on steroids with some improvement, however the swelling lasted 6-7 months. A cause of the swelling was not diagnosed. Since that time, the patient has been diagnosed with undifferentiated spondyloarthropathy and is contemplating surgery on t10-s1.